Event description:
(B)(4). Event occurred in united states. The patient reported that the infusion set tubing had detached from the quick release while the patient was sleeping. It was stated that the tubing was disconnected from her insertion site. Reportedly, her blood glucose level was 350 mg/dl at the time of the incident. The site location was her right upper abdomen. The pump was worn in the right pocket of her shorts. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.